Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the returned device did not detect any performance issues, but the calculated longevity result of 87% of expected was less than the predicted value based on the available programmed parameters. The battery depletion curve equals 98%. The projected longevity at recommended replacement time (rrt) equals 89%. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Products: (B)(4) crdm adaptor implanted 2011 (B)(6); 7121 lead implanted 2011 (B)(6); 419478 lead implanted 2011 (B)(6). (B)(4).